Manufacturer narrative:
The service department of (B)(4) found the printed circuit board failure of the subject device which might have caused the reported phenomenon. The subject device has not been returned to omsc. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), the image of the subject device was not displayed when evis 180/190 series videoscope was connected to the subject device there was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to the aging deterioration of the components on the printed circuit board of the subject device due to long-term use passing more than 7 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.